Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the x-ray tube, the tube sensor, the tube cover, and the filament driver printed circuit board, as well as the interconnect cable, and the lemo receptacle. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system monitor would go from black to white, and display a filament failure error message. No pt injury was reported.